Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Device history record (DHR): reviewed the device history record for batch number 25c04g8273 and there were no defect encountered during in process and final control product inspection. Pictures from customer: no sample received but received a total of two (2) pictures. Picture 1 shows a contaminated is2 cannula with septum opener and safety clip. The septum opener has detached from catheter hub. The safety clip was present inside the septum opener. Both septum opener and safety clip stopped near to cannula tip area. Conclusion: this complaint is concluded as confirmed. The root cause of the septum opener defect is not able to be identified. An approved project is in place to further address issues with septum opener. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: reason of complaint: when the clinician removed the needle, the safety clip did not engage as the blood control valve came out with needle and blocked the safety clip from engaging.